Event description:
Material #:305918. Batch#:4346962. It was reported that the safetyglide needles had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: customer states that bd safetyglide needle 305918 is not connecting fully to bd syringe, causing leakage when administering medication. She showed on camera that she was unable to fully connect these needles to the syringes with the luer lock component.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.